Event description:
It was reported that the patient had inappropriate shocks due to oversensing due to wide intrinsic complexes. The sensing vector was in primary at the time of the shock. Technical services advised some options. The sensing vector has now been reprogrammed to the secondary sensing vector. There were no additional adverse patient effects. The system remains implanted.